Event description:
The manufacturer received information alleging the system setup test when being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips representative assisted the customer on this issue. The customer alleged that the proportional valve and three-way valve were required for this device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the system setup test when being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips representative assisted the customer on this issue. The customer alleges that the proportional valve and three-way (3-way) valve were required for this device. A philips service engineer (se) went to the customer site to evaluate the device. The philips se evaluated and determined the proportional valve, and 3-way valve had caused the test step to fail on the device. The philips se replaced the device's proportional valve and 3-way valve to address the issue. After the parts were replaced on the device, the philips se performed the final test, and it passed.